Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer¿s blood glucose was 150 mg/dl. Customer declined to provide additional information, and declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.